Event description:
It was reported by customer through esp during use of intra aortic balloon that there was ¿incorrect numbers on the balloon pump¿. The customer stated that the patient had a femoral art line, but it had been removed earlier in the shift due to a clot in the line. Customer stated that the cuff pressure was reading ¿more appropriately with the systolic in the 130s¿. Esp representative reviewed why cuff pressures were inaccurate while the pump was providing therapy. Esp representative explained if the pump was in standby, customer could compare the balloon pump arterial pressure with the cuff pressure. Esp representative reviewed a screenshot that showed artifact in the fiber optic waveform with low bp, map, and augmentation. When esp representative asked if customer could transduce the inner lumen, customer explained that the femoral art line customer had referred to at the beginning of the call was the inner lumen on the balloon. Esp representative explained that since the inner lumen was clotted then capped and the fiber optic numbers were not appropriate, then the physician would need to place an alternate arterial source such as a radial or brachial arterial line. There was no patient harm or injury.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).